Event description:
It was reported that the customer experienced a fast battery depletion issue with their pump. There was no adverse impact to the customer's blood glucose level. The customer was informed by technical support that the battery depletion was normal given their pump settings and usage, and the customer understood and acknowledged the explanation.